Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, lens was scratched. When viewed through the slit, the edge of the rear surface of the left lens on the front side of the lens was scratched. The surgery was completed without product replacement. However, because the scratches on the lens were at the edges, there was no patient harm to the eyesight. It is possible that the cause is the distortion of the plunger, product was returned for checking. Additional information was requested and received that there was no health problems so far, since scratch was out of the center of the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece was returned for evaluation for the report of scratched lens. A dimensional plunger position height check was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A visual inspection was also performed and was found to be non-conforming with pushed metal on the plunger tip. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in august 2021. The evaluation indicated that the plunger of the received handpieces had pushed metal, which could have contributed to a scratched lens. The plunger is a component that is received at the manufacturing site from an external supplier and is inspected during the manufacturing process. The root cause of the pushed metal is related to the supplier¿s manufacturing process and was not caught during in process inspection. The manufacturer internal reference number is: (B)(4).